Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic with redness, swelling, and their implantable cardioverter defibrillator (ICD) eroded through the pocket. It was noted that the patient had an infection on their ICD, right atrial (ra) lead, and right ventricular (rv) lead. It was also noted that the patient's rv lead exhibited high capture thresholds with vegetation found on the lead. The ICD, ra, rv lead were all explanted and replaced. The patient was discharged under stable condition.